Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by an intensive care unit doctor that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 267 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not present at the time of the call and there was no reservoir in the pump. The customer regularly bolused without the use of the bolus wizard. The insulin pump will not be returned for analysis.